Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Catalog number - the correct catalog number is 14100. Lot number - the correct lot number is 278511-07.

Event description:
A customer reported a sterrad chemical indicator strip did not change color correctly after a completed sterrad 100s cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicator strips not changing color correctly. (B)(4) are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00160 and 2084725-2016-00161.

Manufacturer narrative:
Method: actual device not evaluated. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, failure mode and effects analysis (fmea), and system risk analysis (sra). Per the supplier, the DHR was reviewed and no anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 09/03/2015 to 03/01/2016 and trending was not exceeded. The sra was reviewed for the issue of ¿color - chemical indicator¿ with a ¿quality problem with no impact to safety¿ and the risk was determined to be ¿low¿. The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad® 100s was serviced by a field service engineer (fse). The fse replaced the vaporizer plate, which restored the unit. No problem was found with the chemical indicator strips as the strips passed without any issues in other units and the DHR review showed that all specifications were met before release. Lot trending showed that trending has not exceeded. It is not clear if the issue was related to the unit as the cycle did not cancel. However, the fse replaced the vaporizer plate, which restored the unit. The assignable cause of the issue cannot be definitively concluded. The issue will continue to be tracked and trended.